Manufacturer narrative:
The device was returned and customer allegation was confirmed. Due to a pinhole on universal cord, water tightness was lost. Due to damage on charge coupled device (ccd) unit in endoscope connector and damage on video plug, color tone of the image was abnormal (image was magenta or green only). There were few additional findings. Due to damage on switch, water tightness was lost. Adhesive on bending section cover had a chip. The light guide connector was deformed. Video connector case had a crack. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported air leakage from the universal cord of the loaner videoscope. The device was returned and an evaluation at the repair center revealed, the color tone of the image was abnormal (image was magenta or green only). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Event description:
The air leakage was detected during inspection of the returned loaner device. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
This report is being submitted for correction to event description. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event occurred by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. The following is included in the instructions for use (IFU): "inspection of the endoscopic image: 1. Before inspection, wipe the objective lens using a clean, lint-free cloths. 2. Turn on the video system center, light source, and video monitor. Inspect the endoscopic image. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is on and that the endoscopic image is free from irregularities. 5. Angulate the endoscope and confirm that the endoscopic image is free from irregularities." Olympus will continue to monitor field performance for this device.